Event description:
Pt called to report that sn had difficulty starting his piv when she usually has no problems. Sn inserted piv and got good blood return, then flushed and piv infiltrated on two separate attempts. Sn inspected removed insyte catheters and noticed catheters were ragged/frayed which may have contributed to infiltration by causing trauma to vein. Sn noted product number on both catheters was #381512. Sn was able to start piv without incident when using insyte with product #381412.